Event description:
It was reported that during a conventional gastroplasty procedure, the device did not staple. Another like device was used to complete the procedure. There was no patient consequence.